Event description:
Sales consultant opened the case and noticed that the forceps were broken. Sales consultant did not know when the damage occurred. The item was not used in a procedure. There was no patient involvement. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports, the part was received with one tip of the forceps broken off. The broken off piece was not sent back for investigation. The relevant dimensions can not be verified due to damage and as the broken fragment was not sent back for investigation. Therefore this complaint is indeterminate from a manufacturing standpoint. The fracture face is homogenous which indicates material conformity. The appearance of the holding surface indicates that this was an often and intense used device. The breakage is indicative of a mechanical overload during usage in combination with wear and tear. Product development evaluation reveals, the bottom jaw portion of forceps sheared halfway from tip. Jaws show signs of wear, but rest of the device appeared to be in good shape/lack of scratches and wear marks. The forceps are made from heat treated 420 ss which is a common material used amongst our other forceps. There have been no design changes made per the drawings in the affected area. Due to the low occurrence rate, standard forceps material and long service life there does not seem to be an apparent design issue. With relation to design, this complaint is considered indeterminate. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.